Event description:
The customer stated a false negative result was generated on the axsym toxo igg assay. A patient who had previously generated positive results of 4.5 and 5 iu/ml in (B)(6) 2009, generated a negative result of 1.4 iu/ml in (B)(6) 2009. The sample was retested and generated an expected positive result of 5.1 iu/ml. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Aberrant toxo igg patient result; mup tubing. The abbott customer support specialist instructed the customer to replace the processing probe, decontaminate the mup tubing and perform a reproducibility test. The customer performed the recommended maintenance procedures and the subsequent precision run results were within specifications as listed in the axsym toxo igg package insert. The complaint text stated that since the customer performed the recommended troubleshooting, the problem was resolved. A review of the service history for abbott axsym (B)(4) was performed for the time period of (B)(6), 2009 thru (B)(6), 2010 and indicates that there were no additional occurrences of this issue. The current rate for axsym erratic occurrences/ million tests and complaints/ million tests are within expected action limits. The axsym system operation manual lists the probable causes and corrective actions for meia test results too low as well as the probable causes and corrective actions for results erratic, discrepant, and/or experiencing imprecision. No adverse trends were identified related to the issue, and a review of the instrument's service history did not detect any repeats of the issue since the customer replaced the processing probe and decontaminated the mup tubing. Based on the available information, a deficiency in the system was not identified.